Manufacturer narrative:
D2: additional medical device types: nqx, njr, ozn. E1: initial reporter phone number: unknown. E1: initial reporter addr 1: unknown. G5: there were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 4: it was reported that during use of the bd max¿ system, bd max¿ instrument, there was a false positive vibrio patient result. There was no report of patient impact.

Event description:
Report 1 of 4: it was reported that during use of the bd max¿ system, bd max¿ instrument, there was a false positive vibrio patient result. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "unresolved results". Customer reported suspicion of false positive results. Service analyzed database; instrument overall error rate is very low. Curves look like a real signal not a strong positive one. No technical resolution pursed, and instrument was turned back over to the customer for normal use. This complaint is not a confirmed failure of the instrument based on the service investigation. The root cause cannot be determined with the information provided. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur, the complaint may be reopened. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.